Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, broken battery tube threads and missing end cap sticker. No cracked screen noted.

Event description:
The customer reported that the unit is cracked and broken. The blood glucose reading was 61 mg/dl. Prior to the event, the patient stated that the unit was dropped. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).